Event description:
The customer contacted physio-control to report that their device had a service indicator present and a white display. A white display is indicative of a device lockup condition that may delay, or prevent, defibrillation therapy from being delivered if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio-control then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.